Event description:
Pt underwent shoulder surgery at the hospital. The procedure performed was arthroscopic subacromial decompression with arthroscopic debridement of the glenohumeral joint. At the conclusion of the procedure, a sgarlato pain infusion pump was placed directly in the glenohumeral joint space for post-operative pain control. Following surgery, the pt developed severe worsening shoulder pain with all daily activities. Pt suffers excruciating shoulder pain, weakness, limited range of motion due to a significant narrowing of the joint space in his shoulder, and a complete loss of cartilage causing a permanent, extremely painful bone-on-bone condition diagnosed as chondrolysis of the shoulder. Pt's chondrolysis has been directly linked to the sgarlato post-operative anesthetic pain pump that was used in his shoulder surgery. Diagnosis or reason for use: post-operative pain control. Event abated after use stopped or dose reduced? No.